Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during setup, the main handle was defective. It is unknown if there was a delay in the beginning or during the procedure. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility. No patient involvement. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 12, 2021. Upon further investigation of the reported event, the following information is new and/or changed: g6 (indication that this is a follow-up report) . H2 (follow-up due to additional information and device evaluation) . H3 (device evaluated by manufacturer) . H6 (identification of evaluation codes 10, 3331, 3259, 4307). Method code #1: 10 - testing of actual/suspected device. Method code #2: 3331 - analysis of production records. Results code: 3259 - improper physical structure. Conclusions code: 19 - cause traced to user. The affected sample was inspected upon receipt to show that the handle was hard to turn. The handle was cut off of the arm to show galling in the threads. Possible reasons for galling to occur may be, improper assembly, improper use, excessive force on the handle, improper reprocessing. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.